Event description:
It was reported that there was no capture and low sensing on the right ventricular (rv) lead. The lead was surgically revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 419378 implantable pacing lead, implanted: (B)(6) 2006; 5076-52 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).